Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated that she got meter blood glucose now and insulin pump does not move and having high blood glucose over 400 mg/dl. Customer's blood glucose was 485 mg/dl. Customer does not have any symptoms of high blood glucose. During the troubleshooting, customer stated there was bubbles or crinkled in tubing. The customer was assisted and insulin exited the tubing. Customer also reported the site was a little sore. The customer was assisted to perform high pressure test and test passed. The customer was advised the high blood glucose maybe due to her being sick. The customer was advised about the two high blood glucose rule and to speak with her healthcare provider regarding high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.